Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that the pacemaker and right ventricular (rv) lead exhibited high out of range pacing impedance measurements of greater than 2000 ohms. A lead fracture was suspected. An x-ray was taken which did not reveal any significant findings. A revision procedure was performed where the lead and pacemaker were explanted and replaced. No additional adverse patient effects were reported.